Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Unit had bleeding lcd glass, missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump jump into auto mode quickly. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.